Manufacturer narrative:
Biotene is mfg in (B)(4). The lot number for this product is available: however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of difficulty breathing in a (B)(6) female pt who rec'd oral moisturisers (biotene dry mouth oral rinse) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started oral moisturisers. At an unk time after starting oral moisturisers, the pt experienced difficulty breathing, dry mouth, condition aggravated, after taste, tongue numbness, device misuse, gasping, choking and gagging. This case was assessed as medically serious by gsk. The pt was treated with inhaler and cough medication (cough drop). Treatment with oral moisturisers was discontinued. At the time of this reporting, the events of gagged, choked, gasping for breath and unable to breath are resolved while the events of dry mouth (condition aggravated), aftertaste tongue numbness were unresolved. Consumer reported that she has been using biotene dry mouth oral rinse without any problems until she introduced to the new formulation of biotene dry mouth oral rinse. Consumer reported that biotene dry mouth oral rinse used to be perfectly good and it was soothing to her. Consumer reported the experience of device misuse further described that she added water to it and it was still too strong. Consumer reported the experience of an after taste further described that she can't get the test out of her mouth and her mouth still reeks from the biotene dry mouth oral rinse. Consumer reported the experience of condition aggravated further described that biotene dry mouth oral rinse made her mouth drier. Consumer reported that she choked, couldn't breath, she was gasping for breath and she gagged. Consumer reported that she had to grab her inhaler in order to be able to breathe again and she had to eat a cough drop to try to get the after taste out of her mouth. Consumer reported the experiences of tongue numb, after taste, dry mouth and condition aggravated are ongoing. Consumer reported the experience of gagged, choked, gasping for breath and unable to breath are resolved.